Event description:
During setup for use, the customer reported that when the ventilator alarmed the facility remote alarm did not alarm. The manufacturer's service technician verified the reported problem. The service technician replaced the main pcb board to complete the repair. Performance verification testing was completed and tests passed per operating specifications.